Event description:
Loss of osseointegration. The material number and batch has been performed into this follow up report.

Manufacturer narrative:
The material number and batch has been performed into this follow up report.

Event description:
Loss of osseointegration.